Event description:
It was reported that a patient sustained a burn on her thighs after being scanned for bilateral hips to toes with a signa excite 1.5t mr system. The mr technologist had explained to the patient this would be a long exam, and it was split into three separate exams. The patient was positioned head first and supine with her arms at her sides. Before the first exam was completed, the patient squeezed the alert ball and stated she felt warm between her thighs. The mr technologist examined area of concern and no redness was noted, the patient stated she could continue. When exam was completed no redness was seen. The patient went home and called later and stated she had blisters in her thighs where she felt the burning. The patient came back tot he hospital ten days later; the blisters were located 2.5 inches below her groin and now had become scabs. The area of the scab was equivalent to the size of a dime. The patient was self-treating her burns. Based on hospital follow up with a patient warming questionnaire, the patient was padded away from the bore but she was not padded to prevent skin to skin contact and looping.

Manufacturer narrative:
A ge healthcare local field team was dispatched to the customer site to obtain scan specific information and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, patient air cooling plus the mr scanner error log). Surface coils/accessories: (surface coil / ECG checks). System/ image quality: (system level testing to check for system failures). Patient monitoring: (patient alarm and rf safety monitor checks). Visual inspection and the test results for the MRI system show no issues that caused or contributed to the burn. The system was determined to be functioning within specifications. The device labeling was reviewed and the working safely section of the mr safety guide 2381696-100, rev 12, defines proper patient positioning and padding to prevent warming during MRI scans, but this was not followed by the user. The root cause of the injury is user error since the patient was not padded to prevent skin to skin contact and looping. No further actions are planned at this time.